Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00555. It was reported that patient a diminished/loss of therapy. Lead diagnostics showed that both leads had both high and low impedances on almost all contacts. Reprogramming was attempted by an abbott representative no no avail. No falls, accidents or trauma were reported. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken on (B)(6) 2023 wherein the existing leads were repositioned and the excess of the leads were recoiled and placed behind the ipg in big loops. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.